Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The memory log was downloaded and is attached to this report. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to and including the 2016. On the (B)(6) 2016, the device failed an auto self-test due to a low battery. Additional low battery fails were recorded up to the (B)(6) 2016. Later on the (B)(6) 2016, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the (B)(6) 2017. On the (B)(6) 2017, the device failed an auto self-test due to a low battery. Two additional low battery fails were recorded on the (B)(6) 2017, alongside two self-test passes with significantly higher voltages recorded in the history log. Later on the (B)(6) 2017, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the (B)(6) 2017. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device was power cycled and immediately shut down with a ¿warning low battery, device service required¿ prompt and a red flashing status led. A test pad-pak was inserted into the device.the device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault could be attributed to membrane failure. There were no ten-minute manual power ups recorded in the history log. There were 4 manual power ups recorded on the 21st november 2017, some of which recorded low battery fails, and the returned pad-pak was found to be depleted. This was attributed to the excess current drain measured during the investigation. The measurements taken during the investigation would indicate a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.